Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 10 tubes had labels that were lifted or came off of tubes. The tubes were also collapsed. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos indicated collapsed samples as well as label lift. This can occur during the assembly process when shelf-packs are shrink-wrapped using heat or post-manufacture during transportation or storage. Additionally, a visual inspection of 100 retained samples revealed no collapsed tubes or lifting labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: label lift and manufacturing heat source. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 10 tubes had labels that were lifted or came off of tubes. The tubes were also collapsed. There was no health impact or consequences reported.